Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, patient underwent cervical anterior decompression fusion at levels c2/3, c4/5 due to pre-op diagnosis as cervical spondylosis. On an unknown date, post-op, poor spinal alignment was observed due to cage subsidence. Screw backed out. On (B)(6) 2016, revision surgery, posterior decompression fusion was performed for neurologic symptom due to poor spinal alignment. There was delay in the overall procedure time by more than 60 minutes. The product came in contact with the patient. Patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.